Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the first proglide suture was successfully preplaced. The device became stuck at the suture gate/bearing and would not come out of the skin. The device was moved back and forth yet it could not be removed. The device came out with a snap by slightly cutting the access site open. A second proglide suture was preplaced and the sheath was upsized to 12f. The evar procedure was completed. When the first proglide suture was being tied down, the suture came out of the vessel. The second proglide suture tied down successfully. A third proglide suture was placed, tied down and hemostasis was achieved. After the procedure, it was noted the first proglide device had a 2.5 cm portion of the blue suture in the footplate area of the device. When the footplate was deployed two or three times to remove the device, a portion of the suture became separated and remained in the device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture separation was confirmed. The reported device entrapment and suture malposition could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reported, it is possible that the device was caught on the suture which contributed to the reported device entrapment and the suture was inadvertently cut during the reported slightly cutting of the access site to remove the device. This subsequently may have contributed to the reported suture pulling out of the vessel during knot advancement. However, this cannot be conclusively determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.